Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins) for non-obstructive urinary retention, urge incontinence. Patient mentioned that she thinks she's having a flare or uti. Patient stated she was already at her clinician's office. Additional information reported a day later indicated that patient was starting to see improvement, but it was hard to determine the amount of improvement because of the uti and flare-ups. Patient did go to the urgent care last night for the uti. No further complications were reported/anticipated.